Event description:
It was reported that the patient received an inappropriate shock. There was an initial detection in the ventricular tachycardia (vt) zone and six bursts of anti-tachycardia pacing (atp). An inquiry regarding why only one shock was delivered was requested. Technical services (ts) reviewed the case and noted that the device was programmed to three zones with therapy in all zones. The rhythm was classified as unstable, and initial detection was in the vt-1 zone and therapy withheld. However, at some point, the rhythm accelerated on its own into the vt zone. In three zone devices, onset/ stability is only available in the lowest zone, thus the shock was unstable is the discriminator in the middle zone and this rhythm was classified as unstable. The device was operating as programmed. No adverse patient effects were reported. The device remains implanted.